Event description:
It was reported that log file review was requested which revealed an emergency backup battery (ebb) fault on (B)(6) 2026 after a system controller attempted a load test. The ebb fault did not clear despite 2 self tests and reseating the ebb. The controller was not exchanged at the time due the patient's subtherapeutic international normalized ratio (inr). The patient came into clinic again, and there was no ebb fault, but the system controller was still exchanged as there was damage to the black and white bend relief cables. Additional log files showed low power advisories at 11:52 and 14:18, potentially due to a poor connection on the black power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.